Event description:
A malfunction was reported by the customer involving the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and the customer successfully completed the reset on their own before calling back. No malfunction code recurred after the reset, and the customer was instructed to continue using the pump, with a reminder to reconnect their continuous glucose monitor and call back if any issues reoccurred. No additional corrective actions were required.